Event description:
The following was reported: "a total of 5 devices malfunctioned on the same day. "For the first device, the plug was already deployed when the device came apart. A second device was used that had a balloon loss of pressure while in use. Three more devices came apart on the sheath. The patient did not suffer any adverse events."

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. Sealant was bunched up at the distal end of the shuttle cartridge. Blood was observed on the outer surface of the sealant. The advancer tube was found inside the shuttle cartridge and engaged to the proximal tamp lock. The shuttle cartridge moved freely on the catheter shaft during investigation. The balloon was inflated with water and pressure was maintained and the inflation indicator performed per specification. The review of the lhr (lot f1326801) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the reported event could not be confirmed and the root cause could not be conclusively determined. Se MDR 3004939290-2014-00722 for the first device, MDR 3004939290-2014-00951, MDR 3004939290-2014-00582 and MDR 3004939290-2014-00952 for the third, second and fourth devices.